Manufacturer narrative:
After clinical review on 8/6/2020, it was decided to add toxic reaction patient code to better report this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5094337 that a female patient underwent a breast surgery with an unspecified saline mentor breast implants and experienced autoimmune disorder. The patient suffered from being ¿severely sick, inflammation throughout my body that eventually led to autoimmune diseases including hashimotos thyroiditis, leaky gut syndrome, digestive problems, toxic heavy metal poisoning from implant ingredients, insomnia, heart palpitations, hair loss, adrenal fatigue, joint pain, shortness of breath, brain fog, felt was dying. ¿as a result, the patient had the implants removed on (B)(6) 2019. This medwatch is for the right breast implant.